Manufacturer narrative:
For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed.

Event description:
It was reported the bd vacutainer® edta 2k were no report of medical interventions or serious injury.

Manufacturer narrative:
Medical device manufacturer corrected to broken bow.

Manufacturer narrative:
Medical device type corrected to jka. PMA / 510(k)# corrected to k981013.